Manufacturer narrative:
The part actually malfunctioned is "paddle" instead of "handle".

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the self test failed due to malfunction of handle lead cable. The customer has been advised that the handle needs to be replaced to resolve the issue completely. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of handle lead cable. The root cause of which could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed the self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).